Manufacturer narrative:
(B)(4). The investigation was completed on 02/25/2016. The analyzer was tested and is functioning according to specification. There was no failure detected.

Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2015, abbott point of care (apoc) was contacted by a customer who reported discrepant results with actk on a patient during a heart ablation procedure. The customer states they obtained the same result (264) multiple times in the row. The customer state they ran the same patient on another analyzer using the same cartridge lot in parallel and obtained the expected result. There was no patient information available at the time of this report. (B)(6). Apoc had requested heparin times and doses, sample draw locations, sample handling and confirmation of all results. However, the customer has not responded to the request for information as of the time of this report. Apoc has determined that in the absence of information the event is being reported on the bases that after the patient was given protamine at 15:47 the result was 264 on analyzer 367135 and did not come down as the customer expected. The customer states that the result of 129 on the second analyzer (sn unknown) was expected that was run simultaneously with analyzer in question. At this time and based on limited information it is unknown if a malfunction exists. The product was replaced at no charge and the investigation is underway. Based on the information available, there were no patient or user related injuries associated with this complaint.